Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found intermittent connection in video cable. The high voltage cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not take images in the lateral position. There was no adverse pt involvement reported. Pt info was not reported. It was reported that the images were not ideal.